Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tm 3.7mm mtx,10mm (tmmb10) was returned for investigation (image 1-3). Visual inspection of the as returned product identified signs of wear from placement and debris in the trabecular metal. The device is fractured at the tm base. No pre-existing conditions were noted on the per. The reported product was located on tooth # 46 (fdi) and the fracture occurred the same day as placement. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant at tooth site #46 fractured during placement as was removed